Event description:
On (B) (6) 2009, a company representative reported there is a significant amount of insulin in the cartridge chamber of the patient's infusion device. She stated, the patient noticed this "a little after (B) (6) 2009." The rep felt the issue was due to the patient's insulin infusion set not being fully connected to the luer connection. She stated the patient has switched to her backup infusion device using the same infusion set. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.